Event description:
It is reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was 154 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage was found on the motor assembly or electronic assembly noted during our visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.